Event description:
The complainant reported the automated impella controller (aic) had various alarms related to the purge. The aic was replaced and issue resolved.

Manufacturer narrative:
H3) the investigation into the reported "aic - purge issue" has been completed since the original report was filed. Product was returned for investigation. The console was received and tested with a known-good pump and purge, but issues were initially not reproduced. Console inspection and troubleshooting revealed few anomalies, including: glucose residue under the motor shaft gasket (consistent with motor shaft being immobilized giving ¿piston blocked¿ errors reported in complaint), purge pressure sensor out-of-spec (unrelated to complaint) and pbm failure to charge one of batteries (unrelated to complaint). During data analysis, the console logs from the reported day of event are partially consistent with complaint as the console had not been used on the reported day of event (2024-10-28) however logs entries between 2024-10-10 and 2024-10-12 show multiple purge-related alarms during support with pump 525492: purge flow decreased¿, purge pressure high, purge system blocked. Pump was transferred to a backup automated impella controller (aic), however its serial number had not been identified therefore we could not confirm that all purge issues were resolved. The most probable root cause for the reported event of "aic - purge issue " was contamination.